Event description:
It was reported that the haptic broke during insertion. The incision was enlarged slightly. In the surgeon's opinion, loading error was the likely cause of the event. Please reference importer report # 1313525-2015-02210 for the delivery device used during this event.

Manufacturer narrative:
The device was received for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens is in two pieces. The optic has been cut in half. One haptic is torn off and is missing. The other haptic is attached and is not damaged. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information received the most likely cause of the event is user error; the viscoject 1.8 inserter used is not validated for use with the mx60 intraocular lens.